Manufacturer narrative:
The power cord was replaced on the device. The device then met all specification and was put back into service. Over extended years of use the power plug wires can detach or become loosened from the power plug causing loss of system function.

Event description:
It was reported that the prongs on the power plug were loose, causing arcing and producing heat. This was discovered during a service repair. There was no pt involvement or adverse consequences.